Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly the electrode extruded through the tympanic membrane. The child has been experiencing unprovoked right ear bleeding since july 2023. On 22-jan-2024, the user underwent a follow-up and CT scan. The CT scan revealed swelling at the posterior-inferior part of the right external auditory canal, laterally at the start of the eac, extending slightly beyond an exposed electrode that pierced through the intact tympanic membrane.

Manufacturer narrative:
Device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Reportedly the user was experiencing discharge and bleeding out of the ear due to an extrusion of the electrode lead into the external ear canal. Chosen surgical approach due to user_s anatomy might have contributed to the observed extrusion of the electrode lead and subsequent explantation of the device. This is a final report.

Event description:
Reportedly the electrode extruded through the tympanic membrane. The device was explanted.